Event description:
It was reported that in (B)(6) 2014 a single tone pump alarm was going off at a once a day interval and it was ¿very muffled.¿ the patient could not tell what it was and it took a few days to figure out it was going off. No symptoms were reported. The patient had a refill scheduled ¿but it was not for a while.¿ there was a scheduling issue. The pump medication was increased a few times to get to good therapy effect and those increases were not taken into account when scheduling the next refill. The reason for the increases was that the patient was still having a lot of spasticity at night. The pump was used to infuse baclofen (lioresal). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The drug in the pump was baclofen (manufacturer unknown).

Manufacturer narrative:
(B)(4).